Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not displayed. A technical support specialist verified with the customer that someone in their organization was testing with the team and their host system. The problem has been fixed. The system functioned as intended.

Event description:
It was reported when using the pyxis medstation es system's reactivated suspended orders were still showing as suspended. The customer reported that when they reactivate a prescription that was on hold, the pharmacy software shows it as active. However, in the pyxis system, it still appears as suspended in the nurse's profile. This means the nurse cannot select it to give a dose. The customer stated that the orders were not visible, and users have the ability to override medication and confirmed that there was no delay to the patient care. There were no adverse events or injuries reported based on this incident.